Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Staff have indicated corail complete broach tray on the top level has cracked all the way across from extended wear over time. They have also found two excel t handles that have cracks in the white part of the handle also from wear and tear. No further information is available. Please send replacements direct to the following: (B)(6). Patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: johnson & johnson canada reports an excel t handle has cracks in the white part of the handle also from wear and tear.